Event description:
It was reported the patient was in need of a revision, but it is unclear as to why the patient needed the revision. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-06955. Additional information was received stating the patient lost effective therapy around a month ago, and the original lead replacement was not successful. As a result, surgical intervention took place where the ipg was explanted and replaced to address the issue, effective stimulation was restored.